Event description:
It was reported that the wire issue occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 1.50mm rotapro was selected for use. While advancing the system to the lesion, it was noted that there were slight difficulties in advancing through the lesion and then the rotawire guidewire was pushed out with very high speed in dynaglide mode and was described as almost as a shot gun. Physician tried to downside into a smaller burr to 1.25mm rotapro but same issue occurred. The procedure was completed with a non-bsc device. No patient complications were reported.

Event description:
It was reported that the wire issue occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 1.50mm rotapro was selected for use. While advancing the system to the lesion, it was noted that there were slight difficulties in advancing through the lesion and then the rotawire guidewire was pushed out with very high speed in dynaglide mode and was described as almost as a shot gun. Physician tried to downside into a smaller burr to 1.25mm rotapro but same issue occurred. The procedure was completed with a non-bsc device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy system. The burr catheter returned attached to the advancer. Visual and microscopic inspection of the device did not identify any damage or defects. As the rotawire used in the procedure was not returned, a test rotawire was used for analysis. During analysis, the test rotawire was able to be fully inserted and removed from the device with no resistance or issues. When the rotapro system was connected to the rotapro console and the ablation button was pressed, the device was able to reach and maintain optimal revolutions per minute (rpm) with no resistance or issues. The device was tested in both normal mode and dynaglide mode successfully. There was no wire movement during rotational testing. During rotational testing, the brake defeat button was pushed and was able to engage and disengage with the wire without issue or resistance. Product analysis could not confirm the reported brake or speed issues in relation to the wire. The reported difficulty advancing failed to be confirmed by product analysis as the clinical circumstances could not be replicated.